Manufacturer narrative:
The complaint is currently under investigation. Add'l serial numbers: (B)(4), add'l device MFR date: (B)(4) 2006.

Event description:
Draeger medical systems, inc. Has received info from a customer that starting on (B)(6) 2007, seven of our kappa xlt monitors restarted during normal operation one by one. This problem occurred many times. Sometimes it takes moments for the monitors to turn on again and other times it takes around ten mins for the monitors to turn back on. On (B)(6) 2007, the software version of the monitors were upgraded from vf6.2 to vf6.4 and the monitors were kept under observation for one week. The problem was reported again with three monitors. No pt injury was reported. (B)(4).